Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.it was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon says tibial bushing for scorpio knee not engaging properly. Item number (B)(4). Surgeon states the tibial bushing would not lock into the tibial baseplate trial. Surgeon felt the bushing was deformed.

Manufacturer narrative:
An event regarding crack/fracture involving a scorpio tibial template was reported. Device history: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock from 27-april-2010 to 29-mar-2014 with no reported discrepancies. Visual inspection: not performed as the device was not received. Dimensional inspection: not performed as the device was not received. Functional inspection: not performed as the device was not received. Lot ID: there have been no other events for the lot referenced. Conclusions: based on the provided information and inspection of the scorpio tibial guide bushing, the product reported in this investigation did not contribute to the event. The event reported that tibial guide bushing did not mate with the tibial template properly. Dimensional inspection of the tibial guide bushing indicated that is was out was out specification and the reason for the event. No further investigation is required at this time. If additional information and/or devices becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon says tibial bushing for scorpio knee not engaging properly. Item number 3755-0000. Surgeon states the tibial bushing would not lock into the tibial baseplate trial. Surgeon felt the bushing was deformed.